Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noisy' electrograms associated with oversensing, inappropriate therapy, > 2k ohm pacing impedance and > 7.5 volt thresholds.